Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose, low oxygen and her temperature was 79 degrees. No blood glucose reading was reported. The customer stated she was close to having a seizure. Troubleshooting was performed. The time was off by twelve hours and the date was not correct. There was also a bolus of 15 units in the bolus history from the night prior to the hospitalization. The customer did not recall programming that bolus, but she did recall priming the insulin pump at that time. The insulin pump passed the displacement and the reservoir volume displayed the correct amount of insulin left in the reservoir.